Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), while prepping a 26 mm sapien 3 valve by tf approach, the balloon of the commander delivery system could not be inflated. Another system was used with good result. There was no damage seen on the delivery system, and no contrast leak was seen.

Manufacturer narrative:
As a result of updated information the preliminary engineering evaluation discovered that there was damage to the delivery system balloon. Initially, the delivery system could not be inflated during prep. The device never entered the patient was not used in any capacity in which a tavr was deployed. As a result of the new information there is a clear determination that the balloon was damaged and not torn. As tools were used, the balloon was likely damaged as a result of difficulty encountered when removing the balloon cover. This is the source of the prep difficulty encountered. As a result, the device was set aside and replaced for another device. This event is no longer reportable.

Event description:
As reported by our affiliates in the (B)(4), while prepping a 26 mm sapien 3 valve by tf approach, the balloon of the commander delivery system could not be inflated. Another system was used with good result. There was no damage seen on the delivery system, and no contrast leak was seen. Furthermore, there was difficulty in removing the balloon cover and surgical forceps were used to remove it. Another system was taken with good result. As per pre-deco evaluation, there was a cut in the commander balloon.